Manufacturer narrative:
(B)(4). The cse spoke to both respiratory and biomedical who stated they were experiencing problems with the bernoulli system not alarming. The cse ran a serial loopback test and connected to a laptop to ensure gui ports were working. Extended self tests (est) and electrical safety tests were also run and.the ventilator passed all performed tests.

Event description:
It was reported that the ventilator had no audible alarm during patient use. The covidien customer support engineer (cse) evaluated the ventilator andfound both the breath delivery (bd) and graphic user interface (gui) alarms were audible during power on self tests (post). The cse then ran the ventilator with a test circuit and created alarm situations. The alarm was audible each time. There is no reported patient harm, death or serious injury associated with this event.